Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a bariatric procedure, the needle dropped. It fell into the patient cavity but was retrieved with a grasper. They opened a new device to correct this condition. Current patient status is okay. There was no patient injury or tissue loss.